Event description:
It was reported that during the procedure, a small piece from the head of the wand broke off into the joint and the surgeon was unable to retrieve it from the patient. Procedure was successfully completed with a back-up device. No other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the bottom right electrode has been detached with jagged edges on the remaining electrode leg. The bottom portion of the screen has been detached as well with jagged edges on the remaining screen. There are scuff marks on the right side of the space with damage to the black shrink tube near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the bottom right electrode and screen; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the damaged tip includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.